Event description:
I had essure placed in me about 4 years ago. Since then I've gained weight, get migraines and break out with rashes around hip and stomach area. Not to mention depression and not having any energy, and being very forgetful at times. I've noticed these symptoms weeks after having the essure implanted. My periods are heavy not to mention my cramps are horrible. I feel as I am going into labor.